Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es sweet ease cup assuming it was spilled onto two cubies and the drawer, user requested to remove the track to get it cleaned up. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a medication spill on main full height 5 row a. A field service engineer identified contamination on the row board. The tray was removed and thoroughly cleaned underneath, after which the row board tray was replaced to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.